Event description:
In 2008, the sales representative reported that during a posterior cervical procedure, the surgeon was implanting a screw when three prongs on the driver sheared off. The prongs were retained in the screw. The surgeon explanted the screw with prongs still in the screw head causing a 20 minute delay. There was no reported injury to the patient.

Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unknown. Evaluation is pending upon the return of the product.